Manufacturer narrative:
The 510 (k) # is k053529. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultra 2 meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue began on (B)(6) 2011 at around 6:00pm. The patient mentioned that approximately 30 minutes later after the alleged issue began the patient developed symptoms of "low blood sugar". The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product was being used. The patient denied any misuse of the product. The batteries needed to be replaced; however, the patient did not have replacement batteries. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, last reading obtained on the meter, and exact symptoms. The complaint is being reported since the patient alleged that due to the meter not powering on, they developed symptoms suggestive of a serious injury.